Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device. Updated data: a4. B5. Added second paragraph. H6. H11. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, a second transcatheter aortic valve was implanted for an unspecified reason. Additional information was received indicating that the first valve was released at too shallow of a depth and dislodged. As a result, a second valve was implanted and the first was pulled up into the ascending aorta.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {evfxplus-29}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date (B)(6) 2025}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, a second transcatheter aortic valve was implanted for an unspecified reason.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, a second transcatheter aortic valve was implanted for an unspecified reason. Additional information was received indicating that the first valve was released at too shallow of a depth and dislodged. As a result, a second valve was implanted and the first was pulled up into the ascending aorta. Additional information was received indicating the following: the starting point for valve deployment was at the bottom of the pigtail catheter; the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was approximately 0 mm prior to dislodgement; the valve was located in the ascending aorta after dislodgement; and a non-medtronic guidewire (safari) was used during the implant procedure.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.